Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
During a platelet collection the customer noticed a spillover of rbc´s when switching the pas addition from bag 1 to bag 2. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The collection set is not available for return because it was discarded by the customer this product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA. The wbc count is not available, at this time.

Manufacturer narrative:
This report is being filed to provide additional information in b.6, d.9, h.6 and h.10. Investigation : further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. The customer confirmed that the wbc count of the products was <1 x 10e6/ unit. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Analysis of the dlog file showed that the device alerted the operator to connect the second pas-bag when 25.2 ml of pas was expected remaining in the pas-bag. A volume of 47.6 ml of fluid was added from the second pas-bag to the platelet product. The pas graph did look completely normal during pas prime and pas addition. The rbc detector did not detect rbcs passing after the connection of the second pas-bag. The root cause for the reported rbc spillover when the second pas-bag could not be determined from dlog analysis. The customer returned one used trima set for investigation including the t- pas bag. Visual inspection confirmed the returned kit and fluid bag were assembled correctly with no manufacturing defects. The t-pas bag was inspected and flow verified via the adequately broken frangible click-tip.no occlusions or flow obstructions were noted in the fluid pathway. All channel line pinch clamps were noted closed and assembled onto the correct tubing lines. There was evidence of a small volume of red cells beyond the channel collect line clamp. Air was observed interspersed throughout the collect line tubing, originating in the channel outlet. The lower bearing and hex were inspected for anomalies. Abrasion marks on the lower bearing indicated the bearing was loaded adequately, however a witness mark from the latch pin on the lower hex collar indicated the lower hex was not optimally loaded into the filler latch. Root cause: analysis of the dlog file showed that the device alerted the operator to connect the second pas-bag when 25.2 ml of pas was expected remaining in the pas-bag. A volume of 47.6 ml of fluid was added from the second pas-bag to the platelet product. The pas graph did look completely normal during pas prime and pas addition. The rbc detector did not detect rbcs passing after the connection of the second pas-bag. Based on the returned part evaluation, the root cause for the reported spillover during pas addition was related to operator misload. Correction: terumo bct has offered customer retraining for the loading issue. The regional account manager confirmed that retraining was completed on the 9th june 2021.